Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported incident cannot be determined. Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event. .

Event description:
It was reported that the patient who was enrolled in a study underwent an ion endoluminal lung biopsy and experienced an intra-procedural bleeding that required undocking of the ion system and converted to alternative bronchoscopy technique. The patient was taking antithrombotic medication at the time of the event (81 mg antiplatelet) for her comorbid conditions. There were two targeted lesions planned for biopsy. The first lesion was 10x10x14mm in size located at the left lower lobe, 2mm to the pleural. The second lesion was 11x10x17mm in size located in the left upper lobe, 2mm to the pleura. The navigation has been reported as difficult due to significant CT to body divergence. A bleeding occurred in the left lower lobe at the bronchial segment, which required emergent undocking of the ion system, and 40ml of cold saline administration, with suctioning for more than one minute. The estimated total blood loss is about 50ml. The second lesion in the left upper lobe was not biopsied, and the remaining procedure was completed with endobronchial ultrasound-guided fine needle aspiration (ebus-fna). The patient was discharged on the same day. There was no ion system or instrument malfunction reported.